Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had not charged the ipg for approximately a month. The patient last felt stimulation about 6 weeks ago. The ipg was unable to communicate with multiple external devices. Surgical intervention is planned to address the issue.

Event description:
Additional information received indicated surgical intervention was undertaken and the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.